Event description:
Patient spontaneously called in to report that last night at 3 am, her cadd legacy pump started beeping. It did not display an error message on the screen. She was able to switch to her backup pump without issue. No lapse in therapy and no side effects. She did not have the serial number available of the malfunctioning pump as she was not at home when she called in. A replacement pump is being sent to arrive tomorrow morning and she will send back the malfunctioning pump. Reported to (B)(6) by: patient/caregiver; dose or amount: dose or amount: 36ng/kg/min; frequency: continuous; route: intravenous; dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.